Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected back light anomalies noted. No unexpected missing segment/partial display anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump's screen was discolored and it was difficult for her to read and also the buttons were hard and sticky to press. The customer's blood glucose level was unknown at the time of the incident. The customer also reported a dimmed backlight. The insulin pump will not be returned for analysis.